Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: france.

Event description:
It was reported that during surgery, the unit had an air leakage. The initial surgery had to be cancelled as the dermatome did not work, the patient was under general anesthesia. The additional procedure took place (at a different date) using a loaner set. There was no patient harm/injury to the patient. There was a surgical delay of an unknown time, and the patient was under anesthesia during this delay. No other device was used to complete/finish the surgery. The surgical technique for the product was utilized. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech found the unit's motor speed was not stable and they replaced it. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.